Event description:
A malfunction alarm related to altitude was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer had experienced the issue before and was taking precautions to avoid it. Technical support decided to replace the pump. The customer was informed about using a backup therapy to ensure continued insulin delivery and instructed on returning the problematic pump using a pre-paid label.